Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. She experienced elevated blood glucose on (B)(6) 2012 and delivered a correction bolus via the infusion device. Her blood glucose elevated to above 500 mg/dl on (B)(6) 2012, and she felt sick, thirsty, and nauseous. She delivered insulin via pen as a correction and switched to her backup infusion device. She checked the primary infusion device on (B)(6) 2012 and noticed the programmed insulin amounts were not registered in the history. Patient went back to her diabetes specialist on (B)(6) 2012, and the specialist noticed a "black spot" on the display. The insulin delivery amounts were still readable. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.